Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. The omniwire has not been returned for evaluation, thus no returned product investigation was performed.

Event description:
It was reported that during a diagnostic coronary procedure, the manufacturer's wire was fed through a non-manufacturer¿s control valve. Then, it appeared that the back end of the wire was nearly touching the control valve, with no wire visible on the x-ray image in the heart. During pullback, only the proximal portion of the wire was removed from the patient. X-ray images confirmed that the distal portion of the wire was inside the guide catheter at the level of the patient's wrist. The control valve was opened to bleed it back and the distal portion of the wire was removed successfully. No piece of the device was retained in the patient. The procedure was completed with a new wire. No patient injury reported. This product problem is being submitted because the manufacturer's wire separated in two pieces. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Blocks d9 & g3: omniwire was returned for evaluation. Block h3: the distal portion of the omniwire was visually and microscopically inspected. This includes the distal coil, sensor, sensor housing, distal core, and a portion of the hypotube with sharp edges observed. The proximal portion of the omniwire was not returned. Block h6: the probable cause of the separation is an unknown interaction between the omniwire and the non-manufacturer's's control valve during the insertion of the wire. However, it could not be determined conclusively since the proximal portion of the omniwire was not returned.